Event description:
Baxter reports leakage from the tubing of a uv transfer set occurred with a patient connected the transfer set and a connector with the clean flash. The affiliate reports no patient injury or medical intervention as a result of the incident.